Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the device, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed on june 09, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not recorded). It is unknown if the patient was reimplanted with a new device as of the date of this report february 16th, 2016. Device not received by manufacturer.